Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule fell off and was retrieved. The pt was not injured following the procedure. Another capsule was placed normally.